Event description:
It was reported that the patient had the artificial urinary sphincter pump component removed as the pump connection tube was short. A new artificial urinary sphincter pump and tubing components were implanted. Additional information received indicated that the product did not work properly. Following surgery, the patient got well.

Manufacturer narrative:
Device evaluation the pump component was visually inspected, microscopically examined, tested for leaks, and functionally tested. No damage or abnormality was noted, no leaks were identified in the pump component. The pump was not functionally tested because no functional device malfunction was reported. The pump was received with cut tubing. There was 1cm of cuff krt remaining and 2cm of balloon krt remaining. The original length of tubing that the control pump was implanted with is unable to be determined. Product analysis was unable to confirm the reported allegation of too short tubing length.

Event description:
It was reported that the patient had the artificial urinary sphincter pump component removed as the pump connection tube was short and did not work properly. A new artificial urinary sphincter pump and tubing components were implanted. Following surgery, the patient got well.